Manufacturer narrative:
It was reported that a patient underwent placement of a trapese vena cava filter. The information provided indicated that the filter malfunctioned and caused several struts of the inferior vena cava (ivc) filter to perforate the wall of the ivc and one of the struts is in contact with the aorta and the filter is also tilted. The patient profile form indicated that the patient became aware of ivc perforation, filter tilting and a filter strut in contact with the abdominal aorta, approximately twelve years and six months post implant. It was noted that the patient also experienced anxiety related to the filter. The form indicated that the patient is deceased, however the circumstance, cause or date of the death or a relationship to the device has not been provided. According to the medical records provided, two days prior to the index procedure, the patient was admitted to the hospital for abdominal pain and diarrhea. The patient had a sigmoid stricture removed with colostomy and placement of the ivc filter. The ivc filter was indicated for right leg deep vein thrombosis. The filter was placed via the right jugular vein and was deployed at the l3 vertebral body. The discharge diagnosis was noted as post filter placement, ulcerative colitis, hypertension, elevated cholesterol, glaucoma and weakness deconditioned, status post-surgery sigmoid stricture and status post colostomy. Approximately twelve years and six months post implant, the patient underwent a computed tomography (CT) scan for preprocedural planning for a possible ivc filter removal. The CT scan findings reported an infrarenal located ¿optease¿ type filter, with approximately 9.5-degree of filter tilt with the apex of the filter towards the right renal vein origin at the level of l2. The inferior and posterior struts appear to abut the adjacent infrarenal abdominal aorta without definite perforation; however, the assessment was limited due to marked tortuosity and lack of intravenous contrast. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity, marked tortuosity was noted on the CT scan. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU), noting vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. It is unknown if the tilt contributed to the perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information available for review and no cause of death listed it is not possible to draw a conclusion or establish a relationship between the device and the event. There is nothing in the limited information provided to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to several struts of the inferior vena cava (ivc) filter perforate the wall of the inferior vena cava and one of the struts is in contact with the aorta. The ivc filter is tilted. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. According to the medical records provided, two days prior to the index procedure, the patient was admitted to the hospital for abdominal pain and diarrhea. The patient had a sigmoid stricture removed with colostomy and placement of the ivc filter. The ivc filter was indicated for right leg deep venous thrombosis (dvt). Per the implant records, the right jugular vein was accessed and the trapease ivc filter was deployed at the l3 vertebral body level. The discharge diagnosis post filter placement included ulcerative colitis, hypertension, elevated cholesterol, glaucoma and weakness deconditioned, status post-surgery sigmoid stricture and status post colostomy. Approximately twelve years and six months after the filter was implanted, the patient underwent a computed tomography (CT) scan for preprocedural planning for a possible ivc filter removal. The CT scan findings reported an infrarenal located ¿optease¿ type inferior vena cava filter, with approximately 9.5-degree of filter tilt with the apex of the filter directed towards the right renal vein origin at the level of l2. The inferior and posterior struts appear to abut the adjacent infrarenal abdominal aorta without definite perforation; however, the assessment was limited due to marked tortuosity and lack of intravenous contrast. The abdominal aorta and bilateral iliac arteries are markedly tortuous with scattered calcified plaque. Other incidental findings included bibasilar subsegmental atelectasis scattered; visualized portions of the heart mildly enlarged in size without pericardial effusion; diffuse multivessel coronary artery calcifications; a large hiatal hernia; calcified granulomas of the spleen; an abdominal wall hernia and markedly thoracolumbar scoliosis with convexity to the right with multilevel degenerative discs. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years and six months post implantation. The patient reported ivc perforation, filter tilting and a filter strut in contact with the abdominal aorta. The patient further experienced anxiety related to the filter. The ppf also noted the patient is deceased. The death certificate was not provided. Based on the information available, there is not enough information to relate the patient¿s demise to the device.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapese vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused several struts of the inferior vena cava (ivc) filter to perforate the wall of the inferior vena cava and one of the struts is in contact with the aorta and the filter is also tilted. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information provided the perforation of surrounding tissues and organs could not be confirmed, further clarified nor a cause determined. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to several struts of the inferior vena cava (ivc) filter perforate the wall of the inferior vena cava and one of the struts is in contact with the aorta. The ivc filter is tilted. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.